Event description:
(B)(4). It was reported post a percutaneous coronary intervention, in-stent restenosis occurred. In (B)(6) 2009, the patient¿s distal left anterior artery was treated with placement of a 2.5x8mm taxus stent. In (B)(6) 2009 the patient presented with unstable angina and was referred to cardiac catheterization. In stent restenosis was noted of the 2.5x8mm taxus stent. It is unspecified how the in stent restenosis was treated. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).